Event description:
The MFR has rec'd and explanted thrombosed mitral valve. The pt was admitted to the hospital for congestive heart failure. The secondry diagnosis for the pt included chronic obstructive coronary disease, heavy tobacco useage, non-insulin-dependent diabetes mellitus, and a history of hyperlipidemia.